Manufacturer narrative:
(B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon opening the inner case of the intraocular lens (iol), the doctor observed a tiny white particle on the optic. It was difficult to remove it using surgical forceps. Therefore, the doctor did not use this iol. No patient injury reported. No patient contact reported. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: foreign material on the optic of the lens was submitted for analysis by fourier transform infrared spectroscopy (ftir) in order to identify the material. The foreign material is consistent with a cellulosic material (i.e. Cotton, rayon, lint). The reported issue was verified; however, the material is not consistent with the materials encountered during the manufacturing process. The cellulosic material could be part of the surgical process. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. There were no associated deviation or non-conformity reports found in the manufacturing record review related to the complaint. The units were released according specification in compliance with the product intended use as required. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.